Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v852753, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported loss of therapeutic effect. The patient stated that for the longest time the check mark up in left hand corner was saying four and now it saying one. The patient reported she had been on four for a long time and was not sure how it got to one. The patient stated it had not been working well for the last few days and thought that may be why. The patient indicated that she did not change that program. It was noted that patient¿s current setting was on program 1 at 4.2v and that program 4 says 4.7v when scrolling over. The patient stated she did not think program 4 was really working for her but stated it did for the longest and thought she kept adjusting it up. The patient stated that she kept having stool and usually did not when the stimulation was working ; stating she knew it was not working and changed the aaa patient programmer batteries and still was not working after changing it and was not feeling the stimulation and then noticed it was on program 1 and reason for call today. The patient was not feeling any stimulation on program 1. The patient adjusted stimulation back up to 4.1v and felt on program 4 presently. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.